Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from switzerland that during knee arthroscopy surgical procedure the arthro pusher/cutter device pusher/cutter was not cutting properly anymore. When the button is pushed down, it's not running smoothly. The procedure was completed successfully with no delays. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection and functional testing of the returned device. Visual inspection revealed that arthro pusher/cutter *ea had wear marks on the shaft, as expected in this type of reusables devices. The inner shaft was disassembled, and it was verified that the inner tip had the edge dull and the shaft had rust-like substance. No other anomaly could be observed. A functional test was performed, a sample suture was used, it was placed on the cutting hole and the trigger was pressed, the suture was unable to be cut. Additionally, difficult to depress the trigger was noted due to resistance that was felt and the trigger was getting jammed after releasing the trigger. The overall complaint was confirmed as the observed condition of the arthro pusher/cutter *ea would have contributed to the complained issue. ¿ based on the investigation findings, the potential cause can be attributed to the procedural variables, such handling of the device or product interaction during procedure or sterilization process. As per the IFU 107540, avoid prolonged exposure to saline to minimize the chance of corrosion. Visually inspect the instrument and check for damage and wear. Cutting edges should be free of nicks and have a continuous edge, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.